Event description:
Pt reported that her stomach was getting hot during her first MRI exam but did not alert the technologist. During the second exam the burning was more intense and the pt alerted the technologist. The technologist checked the area. At that time the area was only red. The pt noticed the next day that the area was blistered. The pt was seen by her doctor who confirmed that the pt had a 2nd degree burn. The pt chose not to report the event to us until (B)(6) 2011. The event was then reported to hitachi.